Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Amenabar et al. "Promising mid-term results with a cup-cage construct for large acetabular defects and pelvic discontinuity" clinical orthopaedics and related research (2016) 474:408-414. This report is number 2 of 5 MDR's filed for the same patient (reference 0001822565-2017-00884/896/897/902).

Event description:
It was reported via journal article that two patients had sciatic nerve injury post operatively. The peroneal distribution was treated with orthosis.